Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a benchmark bmx96 access system (benchmark max), a velocity delivery microcatheter (velocity) and a non-penumbra stent retriever. It was noted that the patient anatomy was very tortuous. During the procedure, the physician used the benchmark max as a guide catheter and advanced the red72 to the target vessel using the velocity. While retracting the non-penumbra stent retriever after completing the first pass, the physician noticed the red72 to be stretched around the mid shift towards the distal end. Therefore, the red72 was removed. The procedure was completed using a new red72, the same benchmark, the same velocity and the same stent retriever. It was reported that thrombolysis in cerebral infarction (tici) grade 2b was achieved. There was no report of an adverse effect to the patient.